Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case to treat the mid lad due to significant angina. The patient presented very ischemia and the vessel condition was very narrow. The physician began the procedure using an elca laser catheter. The guide catheter was advanced and the elca was activated for 2 minutes of lasing. These actions resulted in blocked blood flow and the patient's heart stopped. The rescue team performed chest compressions and intubated the patient. The patient's heart restarted and the rate returned to normal. It is the opinion of the physician that the guide catheter was the primary source of the blockage.

Manufacturer narrative:
Evaluation codes updated to include device and patient codes.